Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) assembly in the introducer needle for evaluation. The advancer tubing was also returned. Visual examination revealed the guide wire was unraveled. The core wire separated from the distal weld, but the coils were still attached. The proximal weld was intact and appeared full and spherical. The returned introducer needle shows evidence of use but no obvious defects or anomalies. The total length of the core wire measured to be 456 mm which is within specifications of 450-458 mm per product drawing. The guide wire contained one slight bend 29 mm from the proximal end. The outer diameter of the guide wire measured to be 0.801 mm which is within specifications of 0.788-0.826 mm per product drawing. The outer diameter of the needle was measured to be 0.050 inches which is within specifications of 0.050 - 0.051 inches per product drawing. The inner diameter of the needle was measured to be 0.041 inches which is within specifications of 0.041 - 0.043 inches per product drawing. Initially, the guide wire was unable to be removed from the returned introducer needle due to the buildup of biological material on the swg. Eventually the guide wire was able to be removed from the needle. The undamaged portions of the guidewire was inserted through the needle with minimal resistance. A manual tug test confirmed the proximal weld was fully intact. A device history record review was performed with no relevant findings identified. The IFU provided with this kit includes the following warnings, cautions and instructions: "do not cut guidewire to alter length" "do not withdraw guidewire against needle bevel to minimize the risk of possible severing or damaging of guidewire." "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." "Clinicians must be aware of potential entrapment of the guidewire by any implanted device in circulatory system. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to reduce risk of guidewire entrapment." The report of an unraveled guide wire was confirmed through examination of the returned sample. The core wire separated from the distal weld, but the coils were still attached. The guide wire and introducer needle met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the swg remained stuck in the needle. It was impossible to remove it, the guide unraveled. The needle was then removed with difficulty. There was no consequence fot the patient, the device was replaced." The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the swg remained stuck in the needle. It was impossible to remove it, the guide unraveled. The needle was then removed with difficulty. There was no consequence fot the patient, the device was replaced." The patient's condition is reported as fine.